Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Event description:
Lss case ID: gb200911002887this device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin.the patient was taking an unspecified medication for treatment of an unknown indication. On 27-oct-2009, the humapen ergo teal/clear pen body (lot 0411a03) with a clear cartridge holder attached was reported to have disintergrated. The consumer reported that the cartridge holder did not fit into the pen properly and that the spring arms had cracked. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with 1080061.the operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 03-nov-2009. Initial examination found one broken and one cracked engagement tab. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued. Refer to results/conclusion section.update 30-nov-2009; additional information received 23-nov-2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed improper use/storage from no to yes; added `refer to results/conclusions section¿ to narrative.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.